Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output one hour after implant. An invasive procedure was performed to explant the ipg. A new model 1130 was implanted with no further issues.